Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 6.2 cm abdominal aortic aneurysm. Vessel morphology was reported as mild tortuosity, moderate calcification, and aortic neck angulation was 20 degrees. Aortic neck diameter at the renal arteries was reported as 20 mm, 10 mm below the renal artery was 20 mm and 10 mm in length. It was reported that the pt had a totally occluded left common iliac artery prior to stent graft repair. The physician elected to use the converter stent graft due to the total occlusion of the left common iliac artery. The physician started the deployment of the stent graft just above the right renal artery with the intention of pulling the stent graft down below the right renal artery. The physician could not visualize the right renal artery and inadvertently pulled the stent graft down about 1 cm below the right renal artery and the intended landing zone. The physician believes that while pulling down the stent graft there may have been some debris that went in to the renal artery. The physician placed a bare metal stent in the right renal artery and the perfusion was restored. There was a type I endoleak due to the inaccurate delivery of the stent graft. The physician implanted an aneurx aortic cuff and the endoleak was resolved. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B) (4). Moderate calcification; inadvertently pulled the sheath, causing the whole stent graft to pull down.